Manufacturer narrative:
(B) (4). The ge service rep identified the false contact problem. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that an error code displayed on the touch screen and the system did not x-ray. No pt injury was reported.